Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16416. It was reported the patient's leads had migrated after the patient had a couple of falls resulting in ineffective stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.